Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues removing the device from the patient? Can more information be provided on staple form? Is a ¿redon¿ a drain? What is the current status of the patient?

Event description:
It was reported that the device was used to perform a colic suture / colorectal anastomosis: the anastomosis was not permeable because some staples were not placed (1/3 of the right lateral). During the stapling, there was no handling issue, but there was a defect in the anastomosis on 1.5 cm of the circumference. So, the surgeon had to manually perform the suture of the anastomosis in order to close the defect. No leak observed at the end of the anastomosis. The patient had a simple follow-up but as result of the event, the surgeon had to implant a redon. So, the hospitalization stay of the patient was extended by 48h.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues removing the device from the patient? Can more information be provided on staple form? Is a ¿redon¿ a drain? What is the current status of the patient? Response: according to the surgeon the device has worked as usual but unfortunately the donuts were not entire that why the surgeon checked the anastomosis. He has noticed that a part of anastamosis was not stapling.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r57826. Device evaluation summary: the analysis results found that the cdh29a device was received inside the sterile package and with no apparent damage. The device was opened and tested for functionality with the returned washer. It fired and completely cut the test media and the breakaway washer without incident. It was noted that one staple did not meet the staple form. However, this does not create a fluid path. No conclusion could be reached on what caused the malformed staple noted after testing. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished good quality assurance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.